Event description:
Falsely elevated troponin I results were obtained on two patient samples. The results were not reported to the physician. The samples were repeated on an alternate instrument system and negative results were obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was hm contamination of the r1 probe and drain. A siemens healthcare diagnostics technical service center representative directed the customer to multiple maintenance steps. The instrument is performing within specifications. No further evaluation of the device is required.